Event description:
It was reported that during set-up conducted prior to a procedure at the user facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during set-up conducted prior to a procedure at the user facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current message was confirmed during service evaluation. The probable cause of the issue was determined to be corrosion affecting the motor coil assembly. Corrosion in the coil can cause unintended activation of the device.